Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the device resulted in a "no dispense" alarm. It is unknown if there was patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: five (5) samples were received. Samples consist in five (5) cassette product from part number 21-7302-24 and lot number 4096351. Samples were received in unused conditions with its original packaging closed and inside in a plastic bag. Visual inspection results: the samples didn?t present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. Functional testing: samples were filled with 100 ml of water; the sample was connected to the cadd legacy plus [cal. ID; 1.0214 due date: september 2021] to look for unusual function. Results: of the five (5) samples tested four (4) were fully priming and connected without difficult, the pump was set running and the alarm was not activated. One (1) cassette was connected to the pump and ?no disposable pump won?t run? Alarm was activated. The complaint is confirmed. The cause of the reported problem could not be determined. Per trend review in no disposable alarm complaint code an escalation was performed to investigate this failure and determine the root cause. Escalation was initiated on april 30, 2021 under ncr-000554. No actions taken, by the date ncr-000554 is in risk evaluation phase. All occurrence and detection mitigations are placed in process.